Event description:
The customer contact reported inability to deliver medication through the distal clave y-site. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse attempted to deliver an unspecified concentration of adenocard IV push through the distal clave y-site. The nurse noted that while delivering the adenocard IV push, the medication did not flow and when the syringe was disconnected from the clave y-site, the internal piece of the clave was attached to the syringe luer. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.